Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to oversensing which resulted in pacing inhibition. During the explant, a portion of the distal tip (helix and proximal electrode) was lodged in the superior vena cava. The tip broke off as traction was placed on the lead. A new rv lead was successfully implanted. There were no further adverse patient effects reported.

Manufacturer narrative:
The lead will not be returned for analysis as it was broken in several pieces and discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.